Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation

Event description:
It was on (B)(6) 2009, patient sought treatment due to back pain, trouble walking, inability to sleep very well due to leg jerking and bilateral leg pain with numbness and tingling. On (B)(6) 2011, surgeon recommended an anterior cervical discectomy and fusion at c3-4, c4-5, c5-6 and c6-7 and performed surgery. On (B)(6) 2012, patient complained of low back pain, radicular pain down both lower extremities and severe spasms in both lower extremities. On (B)(6) 2012, patient underwent following procedures: direct lumbar diskectomy l4-l5, direct lateral interbody fusion using auto- and allograft, placement of direct lateral interbody fusion cage l4-l5, posterior spinal instrumentation l4-l5, posterior spine fusion using auto and allograft l4-l5, lumbar laminectomy, l4-l5, bilateral and lumbar foraminotomy l4-l5. The patient was also implanted with rhbmp-2/acs and allograft. As on (B)(6) 2015, patient reported that she continues to endure back pain.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2011 the patient was presented for office visit with decreased mobility in adls, status post c4-7 anterior acdf. On (B)(6) 2011 the patient underwent c3-4, c4-5, c5-6, anterior cervical discectomy and fusion due to degenerative disc disease thoracic. Rhbmp-2 was used in the surgery. On (B)(6) 2011 the patient was presented for office visit with low back pain. Assessments: chronic lumbar back pain, scoliosis, encephalitis. On (B)(6) 2012 the patient underwent MRI of the lumbar spine due to low back pain and right leg pain. Impression: transitional vertebral body at the lumbosacral junction, compatible with a lumbarized s1 vertebra. Diffuse discogenic changes at l4-5, which are more focally prominent in a right foraminal location, coupled with bilateral hypertrophic facet arthropathy causes bilateral narrowing of both l5 lateral recesses, which is moderate on the right and mild to moderate on the left, potentially causing a mechanism for compression of the right l5 nerve root within its lateral recess. There is also bilateral narrowing of both l4 neural foramina on a degenerative basis, which is moderate to severe on the right and moderate on the left without definite evidence of l4 nerve compression within their neural foramina at this time. Mil to moderate central canal stenosis at l4-5 on a degenerative basis. On (B)(6) 2012 the patient was presented for office visit with pain in the lower back, hard time sleeping, hard time laying down, has the radicular pain going down both lower extremities. Diagnosis: status post c3-4, c4-5, c5-6, c6-7 anterior cervical discectomy and fusion about one year ago. Lumbar disc herniation l4-5. Lumbar spinal stenosis l4-5. Impression: lumbar spinal stenosis l4-5. Grade 1 spondylolisthesis l4-5. Progressive and severe symptoms of neurologic claudication. Back pain with radicular in the l4 and l5 distribution. In the l5 distribution predominantly. Anterolisthesis of l4 and l5. Severe central stenosis. Bilateral advanced foraminal stenosis l4-5. Failure of conservative treatment for many months. On (B)(6) 2012 the patient underwent lumbar transforminal epidural injection under fluoroscopy. Preoperative diagnosis: lumbar radiculopathy, lumbar herniated disc, lumbar post laminectomy syndrome, lumbar stenosis, lumbar spondylosis. On (B)(6) 2012 the patient underwent lumbar transforaminal epidural steroid injection under fluoroscopy. Preoperative diagnosis: lumbar radiculopathy, lumbar herniated disc, lumbar post laminectomy syndrome, lumbar stenosis, lumbar spondylosis. On (B)(6) 2012 the patient was presented for office visit. Diagnosis: lumbar spinal stenosis, l4-5. Lumbar bilateral foraminal stenosis, l4-5. Lumbar degenerative spondylolisthesis, l4-5. Failure of epidural steroids and conservative treatment to control neither pain nor severe spasms. Impression: lumbar degenerative disc disease, l4-5. Lumbar degenerative spondylolisthesis, l4-5. On (B)(6) 2012 the patient was presented for office visit due to: c3-4, c4-5, c5-6 cervical disc herniation. Status post l3-4 and l4-5 lumbar interbody fusion and posterior spinal instrumentation. Bilateral l5-s1 foraminal stenosis. Bilateral l3-4 foraminal stenosis, more marked on the left. The MRI of the lumbar spine shows bilateral l5-s1 foraminal stenosis and l3-4 bilateral foraminal stenosis. Impression: cervical spinal stenosis, c4-5, c5-6. Cervical disc herniation, c3-4, c4-5, c5-6. Bilateral cervical foraminal stenosis, c4-5 and c5-6. Right sided foraminal stenosis, c3-4. Lumbar foraminal stenosis, l5-s1. Lumbar bilateral foraminal stenosis, l3-4, more marked on the left as compared to the right at l3-4. Prior lumbar interbody fusion, l3-4 and l4-5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.